Event description:
According to available information, this device required replacement due to a break. The tubing on the pump broke. No other adverse patient effects were reported.

Manufacturer narrative:
The lot number was reviewed for complaint trend, non-conforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Manufacturer narrative:
A titan touch pump was received for evaluation. Abrasion was noted on the longer exhaust tube and the inlet tube of the pump. A separation, surrounded by abrasion, was noted on the longer exhaust tubing at the strain relief junction. This was a site of leakage. Based on examination of the returned product, it was concluded that the abrasion marks noted on both exhaust tubes and inlet tube of the pump matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo enough to cause a separation of the pump exhaust tubing. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
Correction: item number, catalogue number, UDI number, lot number, device manufacturing date, device expiration date. The updated lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.